Event description:
The symbiq pump began infusing at 11:35. At approximately 1:04 the pump alarmed with malfunction alarm s321 motor error, error subgroup 9, code: pump bolus overshoot, urgency high, alarm ID 109, generic arg 1: 814, arg 2: 0, arg 3: 0, arg 4:0. The alarm was acknowledged and the cassette was manually ejected. The infusion was stopped and the pump powered down. I have now documented the same malfunction alarm and error on four different pumps all of the same make and model. This device has been on the market for approximately 1 year. I have registered this with the OEM and have returned it for analysis.